Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. It was also stated that the use of electrocautery during a non device related procedure may have damaged the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.